Event description:
The pt stated that his health care professional "put a gash in the side of his head" during implant of his neurostimulator. He stated that after implant, "they left a wire hanging out of my head" and he cut off the exposed wire himself. The pt later experienced pain "over his wires" and stated his "batteries are going dead." He experienced weight loss, hair loss, and a loss of consciousness while driving. He also stated "my doctor made me suicidal two times." The pt met with multiple health care professionals and spoke with multiple MFR's reps but was unable to resolve the issues with his system. The pt expressed a desire to have his device explanted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178-2011-03685.

Manufacturer narrative:
(B)(4).